Manufacturer narrative:
G3 updated.

Manufacturer narrative:
G1 box 2 updated. G2 other: updated. G4: updated. H11: updated: the customer reported hearing arcing sounds. The investigation was completed by conducting a thorough evaluation of the product and the reported information. On (B)(6) 2025, during a normal scan of a patient, a crackling noise was heard. A scan abort occurred, triggered by a risk control measure that aborts the scan if a current error is detected in the gradient amplifier. An error appeared on the mr computer screen and a "gradient amplifier y" error was visible in the MRI log at the same time. No patient injury has been reported. The marlin 1.5t is an integrated component of the elekta unity mr-linac system. Philips is the manufacturer of the marlin 1.5t. Elekta is the legal manufacturer of the unity mr-linac system and has overall responsibility for the finished medical device. The root cause has been identified by philips. The root cause was a failure of the gradient busbar connection. The whole gradient coil has been replaced. Elekta performed a risk assessment and assessed the severity of harm to be "serious" and probability to be "implausible". The risk assessment concluded that the risk is considered low. An important safety notice (fco) 200-01-801-012 was submitted to all affected customers on 04/04/2023. This was then superseded on 20/06/2023 with fco 200-01-801-013 and then on 14/08/2025 this fco was superseded with fco 200-01-801-016.

Manufacturer narrative:
H11: the manufacturer's investigation is on-going and further information will be provided once the investigation has completed.

Event description:
The customer reported hearing arcing sounds.